Event description:
It has been reported to philips that the tempus pro unit is displaying ECG disabled error while monitoring a patient. No health consequences were reported at the time of the event were reported.